Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the infusion set after receiving the alarm and prior to contacting tandem technical support. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Additional lot#: m004260. The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.